Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not completely retract during use. The following information was provided by the initial reporter: "needle does not retract into device completely."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not completely retract during use. The following information was provided by the initial reporter: "needle does not retract into device completely."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-mar-2023 . H6: investigation summary our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received two sealed 20g x 1.16in. Insyte autoguard units from lot number 2308062. One photograph was also provided, which displayed the label of the returned samples. A gross visual inspection of the returned units did not identify any damage to the components. The units were functionally tested for needle retraction and all units successfully retracted without issue. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.